Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was further observed that the device had a component damage, did not function, and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device did not function. It was reported that the device started, and then stopped working while being used together with the motor device. It was further reported that the motor device was working. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.